Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history shows no other complaints related to this product or event. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on additional information received, this complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax, required chest tube placement and was hospitalized. At this time, the cause of the complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that a patient underwent an ion endoluminal lung biopsy procedure for a left upper lobe lung nodule measuring 3 cm in diameter using a 21g flexision needle and experienced a pneumothorax requiring observation. Intuitive surgical, inc. (Isi) followed up with the clinician and obtained the following information: the procedure was completed as planned. The pneumothorax was identified post-operatively via a routine control chest x-ray. The size of the pneumothorax was 20% of lung volume and it grew over time. The patient was asymptomatic and was in hemodynamically stable conditions. The physician believes that the pneumothorax was caused by a compatible third-party forceps used for biopsy and not caused by an ion product. The physician also believes that the pneumothorax would have likely occurred via another modality. A malfunction of an ion product did not occur. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 24 hours. The patient was discharged home healthy without any residual problems.